Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they treated his high blood glucose with fluids and insulin. The customer also reported that he was vomiting and dehydrated. The time of the hospitalization was 11am and the date of the hospitalization was (B)(6) 2015. The customer stated that he was wearing the insulin pump during the hospitalization. The customer was unable to troubleshoot due to unavailability of the insulin pump at the time of call. The insulin pump will not be returned for analysis.